Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer observed the insulin on board (iob), it showed 10 units of insulin that the customer did not remember programming onto the pump. Customer alleged that a bolus of 10 units was delivered by the pump without the amount being entered. Review of pump data showed that a 10 unit bolus was calculated, confirmed, and delivered by the user based on 200 grams being entered into the pump. Reportedly, the customer awoke with a blood glucose (bg) level of 200 mg/dl, and wanted to calculate a correction bolus; however, the customer accidentally entered 200 grams into the pump instead of 200 mg/dl. At the beginning of the call, bg level was 192 mg/dl. Additionally, at the end of the call, the customer's blood glucose level had dropped to 167 mg/dl. The customer declined further follow-up and indicated juice would be consumed to keep bg level from going low.